Event description:
It was reported that after a percutaneous transluminal angioplasty, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, after removing the guide wire, a needle-to-cuff miss occurred during needle deployment. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, the following information was received: the customer returned the perclose proglide device with the posterior portion of the foot broken off and not returned. The location of the detached foot is not known. There were no reported patient symptoms. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that the posterior portion of the foot was broken off and was not returned. All of the monofilament was exposed at the anterior foot pocket. The posterior cuff and needle were attached to the rail end. The anterior and posterior cuffs remained attached to the link. The anterior cuff remained loaded inside the anterior foot pocket. Based on the evidence found on the returned device, the anterior needle missed the anterior cuff, which confirms the reported experience. The suture could not be retrieved to close the vessel resulting in continued bleeding, which would require an alternative method to achieve hemostasis. Possible contributing factors for the needle deflection that resulted in the anterior needle-to-cuff miss included, but not limited to, manufacturing deficiencies, patient anatomical conditions, and operator deployment technique. During manufacturing, the needle trajectory of every device is verified twice and all proglide devices undergo multiple suture-related inspections, including but not limited to, tip to suture proof-loading, knot formation verification, and absence of suture damage or kinks. Patient anatomical conditions such as calcification or other body material trapped under the foot during deployment can interfere and may break the foot. Additionally, a failure to maintain a stable position of the device with respect to the tissue tract during deployment can put pressure on the foot causing it to break. There were no challenging anatomical conditions reported which could have contributed to needle deflection that resulted in the anterior needle-to-cuff miss. The deployment technique of the operator, such as, a failure to position and maintain the device at a 45-degree angle throughout deployment, changing the angle, rotating or rocking the device at any point during needle plunger deployment, not depressing the black plunger to contact the purple body, aggressively deploying or removing the needle plunger and/or inadequate positioning of the foot against the arterial wall may cause a needle-to-cuff miss. The operator was reported to be trained in the use of the proglide device. There was no information provided to suggest incorrect operator deployment technique. Based on the results of the investigation, the probable cause was determined to be related to the operational context during use of the device and not a product quality deficiency. A search of the lot history record for the reported lot did not reveal any nonconforming material records associated with this lot, indicating all lot release testing met specifications. A quality control audit inspection is performed to verify product quality. In addition, samplings of units are destructively tested to verify product quality to verify the functionality of the device. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. Possible contributing factors for needle deflection that resulted in the needle-to-cuff miss included, but not limited to, operator deployment techniques, challenging anatomical conditions, and manufacturing deficiencies. The deployment technique of the operator, such as, a failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during needle plunger deployment, a change in angle or torque of the device during use, aggressively deploying or removing the needle plunger and/or inadequate positioning of the foot against the arterial wall may cause a needle-to-cuff miss. The operator was reported to be trained in the use of the proglide device. However, there was no information provided regarding the deployment technique of the operator. Patient anatomical conditions can affect the needle as it travels through tissue, the needle trajectory can be influenced by scarred or calcified tissue and be deflected away from the cuff during deployment. The amount of deflection will depend on the severity of the anatomical conditions, but there were no reported anatomical conditions in this case. The complaint information reported that a femoral angiogram did not reveal any presence of calcified plaque or tortuosity at the access site. Additionally, there was no scarring noted at the groin/access site. During manufacturing, the needle trajectory of every device is verified twice. Based on the investigation of the reported information and the inspection criteria, the reported needle-to-cuff miss and associated patient effect of continued bleeding requiring a second proglide device to achieve hemostasis appears to be related to the operational influences during use and not a product quality deficiency. A search of the lot history record for the reported lot revealed no nonconforming material record associated with this lot, indicating all lot release testing met specification. All products are subject to an inspection by manufacturing. A sampling of finished devices is destructively tested to verify the functionality of the device. A quality control audit inspection is performed to verify product quality.